Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: odp. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that following surgery on (B)(6) 2022, it was no longer possible to disassemble the instrument. Procedure was completed with no delay. This report is for an implant inserter sh connection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Subsequent follow-up with the customer, additional information was received regarding the event. It was reported that the operational lead had the tft30101 implant inserter (impactor and cage holder / black) f. Conduit tlif with the inner shaft of the trial holder and the tft20101 implant trail (trial cage holder / yellow) f. Conduit tlif assembled by mistake. It was reported that apparently, the mixing of the inner shafts of the impactor, as well as the trial cage holder had then come to tension and malfunction of the instrument from user error. The lot number and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. H10: correction narrative: the initial reporter's first and last name with the phone number have been updated to reflect the correct information.

Event description:
It was further reported that the different inner stems (inserter/trail) were accidentally interchanged and when trying to remove the inner shaft (from the probe cage) on the inserter, the knob on the distal end broke off.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d9 h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the inner shaft has broken. The broken fragment remains inside the handle of the iimplant inserter sh connection, thus the inserter got jammed. A dimensional inspection was unable to be performed due to post-manufacturing damage. A functional test was not conducted due to the condition in which the device was returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the thus the inserter got jammed. Would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # tft30101 lot # e17di0079 supplier: eit batch1: lot qty of 10 units was released on 27 apr 2017 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.